Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 469 mg/dl. No significant events leading to the alarm were observed. The customer complained of not feeling well. She stated that she had received a low reservoir alert, no delivery alarm and another motor error alarm, in addition to the initial alarm. She declined troubleshooting for high blood glucose because she had already treated with insulin and felt better at the time of the call. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.